Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an air detected in cassette alarm during fill 5 of 5 of treatment. The patient reported that air bubbles were found in the drain line and solution bag. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (1000 mg, intraperitoneal, every 5 days) and ceftazidime (2000 mg, intraperitoneal, every day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Upon further follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that their treatment was close to complete when the fluid leak was discovered. The patient has received a new cycler; however the patient stated that they are continuing peritoneal dialysis therapy using continuous ambulatory peritoneal dialysis with no further issues. The liberty cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was rescheduled to be returned to the manufacturer for physical evaluation.